Manufacturer narrative:
Additional information was received on july 6, 2016 and was added to the case. The manufacturer did not receive devices for review. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Fitmore hüft schaft a, grösse 2; ref# 01.00551.102) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a revitan, distal part, curved, uncemented, 18/140 on the right side on (B)(6) 2011. The patient underwent a revision surgery due to breakage of the stem on (B)(6) 2016.

Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The hip prosthesis was revised after approximately 4 years and 8 months in vivo due to a stem fracture. Based on the received information it seems that the revitan stem is fractured at the connection pin due to fatigue in the non-blasted area some millimeters below the proximal end of the distal stem part. As the actual revised parts are not at hand for investigation no further statements concerning, e.g. The details of the fracture or possible technical influencing factors, can be made. On the available x-rays dated 25.09.2015 and 17.05.2016 possible sclerotic lines on the lateral as well as on the medial side of the proximal part of the revitan stem until approximately the height of the connection of both parts can be recognized. Since there is no follow-up starting from implantation until the revision available it is unclear from which point in time those sclerotic lines existed. However, the section about the x-rays in the discharge report does mention neither osteolysis nor clear signs of loosening which would point to changes during time in vivo. Further, it has to be considered that the x-ray evaluation is limited to ap views only. From the description in the surgical report as well as the remains of bone visible on the parts it can be concluded that the distal part was very well fixed in the bone whereas as the proximal part seemed to have little to no fixation in the bone. Because the parts are not at hand for investigation it cannot be evaluated if there are possible signs of loosening on the proximal part itself. Based on the above it can only be hypothesized that there was a gap between the sclerotic lines of the bone and the implant. This possibly missing direct contact between the bone and the implant could be interpreted as insufficient proximal bone support. Metal smears seen on the surface of the biolox delta head could have derived from the dislocations the patient experienced during implant¿s time in vivo and / or the revision surgery. According to the bmi scale the patient can be classified as obese grade I (bmi 30-35) [1]. In the instruction leaflet for endoprostheses accompanied with the product (revitan stem) under section c. Risk factors the following risk factor is indicated ¿heavy patients, obesity (especially over 225 pounds (100 kg)¿ [2]. If the patient had already a weight over a 100 kg at the time of the implantation the patient should have been informed about this potential risk by his surgeon. Further under section 2. Warnings point 2.4 side effects general risks involved in endoprosthetics are mentioned [2]. Amongst others loosening and fracture of the implant are stated [2]. Additionally, fracture of the implant, early or late infections, venous thrombosis and aseptic loosening is noted in the list of possible consequences of an implant [2]. Infections and venous thrombosis is considered as a general risk in hip surgery about which the patient should be informed by the surgeon before the surgery. It can only be hypothesized that the stem did not have sufficient proximal bone support. This in combination with the patient¿s overweight may have contributed to the sequence of events finally resulting in the fracture of the stem. It is unknown to which extent each factor had an influence on the sequence of events and if there were other influencing factors. References: [1] wikipedia ¿body-mass-index¿ visited on 16.09.2016 http://de.wikipedia.org/wiki/body-mass-index; [2] instruction leaflet for endoprostheses art. No. D011 500 200 ¿ e/d/f/I/sp/sw/tr ¿ ed. 05/09. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer (B)(4) decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit waring in the IFU. The u.s. Is not affected from this field action as the device is not and has not been marked in the u.s. But devices with similar characteristics (i.e fitmore stem) are marketed in USA, and therefore this report was filed. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. A revision surgery is planned. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Fitmore hüft schaft a, grösse 2; ref# (B)(4) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a revitan, distal part, curved, uncemented, 18/140 on the right side on (B)(6) 2011. It was also reported that now a revision surgery is planned due to breakage of the stem.